Event description:
Customer's mother called to report that since monday, (B)(6) 2009, her son has been having high blood glucose levels (no history of specific values, dates and times was provided) and that she has been replacing the device so frequently that he has developed some skin irritation. She met with her son's doctor who believed it was caused by the device and recommended she call insulet. The caller did confirm that whenever she removed the device and gave manual injections, his bg decreased. She said she would accept meeting again with her local insulet clinical specialist.

Manufacturer narrative:
No product was returned for evaluation. We are unable to determine if any malfunction, defect or other device condition could have contributed to the customer's hyperglycemia. No product lot number was provided so no qualification record review was conducted. The omnipod user guide warns that "test results greater than 250 mg/dl means high blood glucose (hyperglycemia)," and "if you get results below 70 mg/dl or about 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider." It also advises that, "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times day (when you wake up, before each meal, and before going to bed)."